Event description:
During follow up, while the physician started a threshold test, automatic printing started. The physician attempted to stop automatic printing but the graphical user interface did not answer anymore. The threshold test was continued without the physician could access it.

Event description:
During follow up, while the physician started a threshold test, automatic printing started. The physician attempted to stop automatic printing but the graphical user interface did not answer anymore. The threshold test was continued without the physician could access it.